Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 4/1/2026. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer complaint confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/01/2026, between approximately 1:30 am and 5:30 am, the patient¿s dexcom app generated repeated signal loss alerts, occurring two days after sensor insertion on the arm. When the patient awoke at 5:30 am, no estimated glucose value (egv) values were available due to ongoing signal loss. From 5:30 am to 7:30 am, the patient performed an estimated 10-15 finger-stick (bg fs) measurements. Each bg fs result registered as ¿high.¿ during this period, the patient administered approximately 3-5 units of insulin. The patient subsequently developed confusion and disorientation, prompting the patient and spouse to seek emergency medical care at approximately 7:30 am. Upon arrival at the emergency department, no finger-stick test was performed. The patient was immediately started on IV fluids, and blood work was obtained. Laboratory results reportedly indicated no evidence of kidney or liver abnormalities. The patient was advised that his condition could be managed at home. After receiving a full bag of IV fluids, he was discharged from the emergency department at approximately 11:30 am. Upon returning home, the patient continued monitoring using finger-stick testing until his bg value reached 150 mg/dl. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.